Event description:
The customer reported that while running an antibody screening assay a sample barcode in position g1 was misread. As "000fc23157" summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.